Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, conclusion codes of known inherent risk of device and cause not established were assigned to this investigation. The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. B3 - event date: unknown; estimating as first day of month of explant.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced incontinence. A revision procedure was performed, during which it was confirmed that a smaller cuff size was required. The device was explanted and replaced; a smaller cuff was used. No patient complications were reported.